Manufacturer narrative:
Patient's identifier and weight are unknown. Device evaluation results are not applicable since the product was not returned. If product returns, analysis will be completed and a supplemental report will be submitted.

Event description:
(B)(4), patient experienced loss or failure of implant to integrate

Manufacturer narrative:
Follow-up submitted to report device evaluation.